Manufacturer narrative:
Additional information: it was reported that the pump was accidentally discarded by the hospital. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 4 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3 years of support, the pump was exchanged due to a massive driveline infection. The infection reportedly began 6 months prior, with the first sign being pus coming out of the driveline exit site. Conventional treatment and antibiotic therapy were started. Subsequently the driveline exit site was repositioned on an unspecified date; however, the situation reportedly did not improve. On an unspecified date, a blood culture was positive and a CT scan showed that the infection extended through the muscle; therefore, a decision was made to exchange the pump on (B)(6) 2016. No further information was provided.